Event description:
A malfunction occurred with the customer's pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the high bg at time of troubleshooting. Technical support assisted the caller by providing information on resetting the pump, which successfully resolved the issue, preventing the malfunction code from recurring.